Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.0/+2.5/097 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, shallow anterior chamber and elevated intraocular pressure. The lens was exchanged for a shorter lens. At one week post-op the lens had a high vault with controlled intraocular pressure elevation.

Manufacturer narrative:
(B)(4).